Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional,relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was deployed and missing its suture and posterior needle tip. The anterior needle was engaged with the anterior cuff with the link and posterior cuff attached. Inspection of the posterior cuff indicated the cuff tabs were undisturbed and the cuff undamaged. The handle assembly was inspected and there was no detected damage to it or the foot and blow through marks were present on the posterior foot indicating the posterior cuff had been ejected or pulled from the foot. The anterior cuff was removed from the anterior needle tip and the plunger was reinserted into the device to test for needle trajectory, needle depth and push mandrel travel. The test was successful with both needles entering their respective foot pocket and all parameters met specification. Based on the analysis of the returned components the reported needle to cuff miss is confirmed. For the posterior needle to cuff miss, a cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A second device was used successfully, indicating the physician is proficient in proglide device deployment. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A definitive cause could not be found for this incident and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back, only the white suture was retrieved. The device was removed from the anatomy and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.